Event description:
Reportedly, the injection site membrane on one cryocyte freezing container was broken. It was noticed by the customer when taking a viability sample. Some cells were lost during this event. Sufficient backup cells were available and the pt was not effected by this event. The sample has been returned and is awaiting evaluation by engineering and the MFR site. Complaint file# 9700107.